Event description:
Customer reported via phone call that they were experienced hyperglycemia. Current blood glucose value 470 mg/dl. It was reported that the sensor was not working. No further details were provided. The customer experienced symptoms, nausea, and headache. Troubleshooting was declined by the customer. It was unknown that the auto mode feature was active at the time of the event. The customer was using the insulin pump system within 48 hours of reported high/low blood glucose event was unknown. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.